Manufacturer narrative:
Manufacturing site: (B)(4).when the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date of this report and date received by manufacturer are the same as the date in. Returned to manufacturer. The gladius guide wire was returned for evaluation. The tip of the returned guide wire formed a loop and peeling of the polymer jacket was observed at approximately 185-135mm from the tip to expose the underlying core. Microscopic observation found that the proximal side of the torn end of the polymer jacket was flipped distally for approximately 10mm. The distal side of the torn end of the polymer jacket was oblique as if it was cut entirely by something hard and edgy. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tearing of the polymer jacket was most likely attributed to calcified anatomy that bit the guide wire and torn the outermost polymer jacket. Deformation observed on the tip was likely caused by bending stress generated with wire manipulation in attempts to cross the lesion. It was concluded that this event was not attributed to product quality. Damage observed on the returned guide wire did not completely rule out a possibility that some fragments of the polymer jacket could be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the tip of an asahi gladius guide wire prolapsed and deformed during a percutaneous peripheral intervention (ppi) to treat a moderately calcified chronic total occlusion (cto) in the posterior tibial artery. A new guide wire was replaced to successfully completed the procedure with reestablished blood flow by poba. The patient was and there were no adverse patient effects associated with this event.